Manufacturer narrative:
(B)(6). The device was serviced onsite. An event history log review, service history review, functional testing, and a visual inspection were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-22 alarm was identified during the event history log review; however, it was not replicated during service. Therefore, the reported condition was not verified. The device was removed from service due to lack of parts to resolve an unrelated issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump was found to have an f-22 alarm (malfunction in frequency converter circuitry for occlusion detection: p20 of master cpu remains). There was no patient involvement. No additional information is available.